Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1915ft suture anchor, corkscrew® ft with two #0 fiberwire®, each with two diamond point needles, and guide wire 3.5 x 10 mm serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the cannulated tip was broken off. The sutures were broken and frayed, most likely due to the shaft tip and anchor breaking. Functional testing cannot be performed as the device was damaged. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/leveraging the device during use.

Event description:
It was reported that during a tendon suture surgery the tip of the device broke. Therefore, the suture could not be inserted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.